Event description:
The pt tested blood glucose on the suspect device at 2:43pm and it was 346 mg/dl. Pt felt dizzy and was hot. The paramedics were called and at 3:30-3:45 pm, they tested pt's blood glucose on their device and it was 32 mg/dl. Pt was given a vial of dextrose and taken to the hosp. While in the hosp, the customer passed away. Per the rptr, the cause of death was respiratory problems, fluid build up and kidney failure.